Event description:
It was reported that a pump declared an altitude alarm, leading to an insulin suspension. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to clean the speaker holes and attempt to resolve the issue by reattaching the cartridge, but insulin could not be resumed initially. A new cartridge was loaded, after which insulin delivery resumed successfully, and the pump returned to normal operation as the original cartridge issue was rectified.